Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a cracked patient connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak from the damaged patient connector. The reported condition was verified. The direct cause of the condition is a manufacturing related issue caused by flow wrap pouching equipment attempting to seal. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector (luer) of the homechoice cassette was cracked. This was observed during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.